Event description:
It was reported that the device was explanted after an implant duration of at least 23 months, due to regurgitation, perivalvular leak and endocarditis. Info learned per the response from the health care provider.

Manufacturer narrative:
Device not returned.